Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead. The explanted devices were not returned to bsn it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason. No device malfunction was suspected. No further information can be obtained by bsn.